Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the it was vibrating in pocket and when they pulled the pump out they only saw the word "malfunction" and then the pump went blank. The customer¿s blood glucose level was 245 mg/dl at the time of the incident. Customer placed new battery in pump but the screen would not come up although the notification light did start to flash . The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with blank display due to moisture damage on electronic assembly. No vibration noted during testing. Unable to perform functional testing due to blank display. Device was received with corroded battery tube and moisture damage on motor assembly.